Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample analysis, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking t-lock assembly was confirmed and the cause appeared to be related to device manufacture. The product returned for evaluation was one t-lock assembly. The sample was received with a fragment of 3cg tsl wire inserted into the septum. The wire had been withdrawn to the plastic-coated region. Multiple kinks were observed in the plastic coating. An attempt to infuse water through t-lock using a 12ml syringe revealed the sample to be patent to infusion; however, during wire manipulation, a leak was observed in the septum where the wire passed through. Microscopic inspection of the septum revealed gaps on two sides where the wire passed through an incision. Leaking water was observed at those gaps. The gaps at the wire insertion site resulted in the observed leakage and occurred during device manufacture. Bd is working to prevent future occurrences of similar events and values your support and partnership in communicating this event and coordinating the sample return. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported by the customer that there were issues with the t-lock connector on the PICC line. Fluid leaking out when flushed and air pulling in when attempting to aspirate for blood. 03/15/2023 additional information provided: there were not any patient complications, no delay of treatment. PICC line insertion was the procedure being done, lidocaine was used for local anesthetic.

Event description:
It was reported by the customer that there were issues with the t-lock connector on the PICC line. Fluid leaking out when flushed and air pulling in when attempting to aspirate for blood. 03/15/2023 additional information provided there were not any patient complications, no delay of treatment. PICC line insertion was the procedure being done, lidocaine was used for local anesthetic.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned